Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was experiencing shoulder swelling and tingling going down the arm. The patient also noted that she had a recent abdominal infection and was taking a medication. In addition the patient was reportedly concerned with their leads. The patient was to refer to the physician to evaluate their leads and discuss their medical condition. The device and leads remain in service and no adverse patient effects were reported.